Manufacturer narrative:
Date of this report: 04/06/2016 device available for evaluation? Yes. Received: 05/02/2016. Date manufacturer received: 06/08/2016. Product evaluation: service and repair could not verify excessive heat. Performed pre-repair temperature test; the ambient room temperature was 71.3 degrees f. After 1 minute of running, the temperatures were recorded as follows: t1 - 74.7 degrees f, and, t2 - 74.4 degrees f. The unit operated within normal parameters. Examined item and there was no fault found. The handpiece was cleaned tested and passed to manufacturing specifications. (B)(4).

Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that the device "got hot". Additional information received states that "that the motor became hot but it was not clear to what degree or how it happened. The case was completed with the motor in question with no patient impact."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.